Event description:
It was reported that consciousness disorder was noted on 15jan2021, and head computed tomography (CT) showed left and right occipital lobes and multiple subarachnoid hemorrhage. Conservative treatment was performed, fresh frozen plasma administered. The cause of impaired consciousness was determined to be hypercapnia, and ventilator management was started. The patient withdrew from the ventilator, but after that, patient had repeated disturbances of consciousness due to hypercapnia, and a tracheostomy was performed on (B)(6) 2021. Weaning was performed and the tracheostomy tube was removed on (B)(6) 2021. Patient was transferred for rehabilitation on (B)(6) 2021, but on 0b)(6) 2021 the patient was transferred for treatment because of consciousness disorder from right subcortical bleeding. The level of consciousness was cleared and the paralysis had disappeared. The symptoms did not worsen and patient was undergoing rehabilitation. Suddenly, pacing waveform on (B)(6) 2021 became asystole. Patient was found in a state of respiratory arrest and was treated for sudden changes. Carbon dioxide narcosis from cerebral/subarachnoid hemorrhage and respiratory muscle weakness was believed to be the cause. The left ventricular assist device (lvad) was driven without problems, no cardiac massage was performed, tracheal intubation was performed, and respiratory management was started. No lvad alarm was confirmed before or after the discovery. Adrenaline administration and infusion were started, defibrillation was performed at 150 joules, and the condition recovered to sinus rhythm. After entering the intensive care unit (ICU), temperature control at 36 degrees was started. Noradrenaline and dopamine were continuously administered, and the patient was anuria. However, due to low blood pressure, continuous hemodiafiltration (chdf) was not controlled and the patient was monitored. (B)(6) 2021 CT showed extensive disappearance of the cutaneous border and swelling of the brain, and the patient was diagnosed with hypoxic encephalopathy. The disappearance of the brainstem reflex was observed, and it was judged that the condition was close to brain death, and it was decided not to respond to sudden changes. Blood pressure decreased and asystole occurred on (B)(6) 2021, and death was confirmed. An autopsy was performed, and no respiratory disease was pointed out.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of this IFU lists death, various forms of organ failure, respiratory failure, right heart failure, renal dysfunction, stroke, bleeding, cardiac arrhythmia, neurologic dysfunction, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of this IFU lists death, various forms of organ failure, respiratory failure, right heart failure, renal dysfunction, stroke, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr ran. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2021 to (B)(6) 2021 for right heart failure and renal dysfunction. The patient experienced symptoms of ascitic fluid. Dialysis lasted 5 weeks, and the maximum value of creatinine was 2.68 milligrams per decilitre (mg/dl). The patient also experienced respiratory failure and neurological dysfunction (computed tomography diagnosed intracranial bleed at the back of the head) on (B)(6) 2021. Tracheostomy was performed, and the patient was intubated for 148 days. The patient also experienced convulsions. The patient was on warfarin and aspirin at the time of the event and was also given heparin. The patient passed away on (B)(6) 2021 and the main cause of death was respiratory failure (hypoxic encephalopathy due to cessation of respiration).

Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: a specific cause for the patient outcome and reported events (death, multi system organ failure, respiratory failure and hemorrhagic stroke), as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and the severed portion of the driveline was not returned. The apical sewing ring was not returned, and the sealed inflow conduit and sealed outflow graft were returned attached to their respective pump ports. The outflow graft bend relief and bend relief clip were returned unattached. Upon disassembly of the returned device, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. A review of the submitted log files revealed that no atypical alarms or events were captured, and the pump operated above the low speed limit for the duration of the file. This file appeared to show the pump operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07mar2017. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of this IFU lists death, respiratory failure, stroke, bleeding, and various forms of organ failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6) university hospital is the customer site. Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient suffered a cerebral hemorrhage back in (B)(6). The patient was intubated as a result of worsening breathing from carbon dioxide narcosis on (B)(6) 2021 (respiratory arrest). Dilation of the pupil was noted. Technical services reviewed the patient's log files and found that there were no unusual events recorded in the log file event history and that the mechanical circulatory support equipment was operating as intended. The patient later expired (B)(6) 2021 due to gradually falling into multi organ failure from development of acidosis and insufficient hemodynamics.